Manufacturer narrative:
Product was tested, and the report of the unit having "no flow" was not confirmed, however, testing revealed low flow due to a weak motor. Conclusion: product replaced in advance of MFR receiving unit for inspection.

Event description:
It was reported by the customer that the unit had no flow. No pt involvement or adverse consequences were reported.